Event description:
It was reported that this was a prophylactic replacement. The hospital requests the manufacturer representative send in all units that do not meet the 3 year mark. In this case, the lead had impedances. The lead was changed. However, when trying to plug the new lead into the current battery, they could not get the battery and lead to not have multiple impedances. The manufacturer representative think this could have been due to blood being on the inside of the battery. Battery was replaced due to the inability to get the new lead and current battery to work without impedances. They believe this was due to blood on the inside of the battery. Additional information reported the patient was in originally for a revision/lead replacement. After replacing the lead, the healthcare provider tried to put the new lead in the current battery. There was some blood on the inside of the battery that he tried to clean out. However, could never get the battery to check out with clean impedances. Therefore, he had to replace the battery. Additional information reported the patient was showing impedances on lead. The patient wasn¿t getting symptom relief. The healthcare provider did not remove the lead. Added a second lead to the other side.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v885623, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v885623, implanted: (B)(6) 2012, product type: lead. (B)(4).